Event description:
The patient's spouse states that the insulin continued to flow from infusion set tubing after pump motor stopped. Patient did not observe any visible gap between the pump piston and the reservoir. Patient states this malfunction occurred with two samples from same lot number. Malfunction was solved by changing the infusion set. Malfunction occurred prior to use. Unomedical received the complaint through (B) (4), the distributor of the infusion set. (B) (4).

Manufacturer narrative:
Evaluation summary: one used device and 2 unused devices were returned for evaluation. Used devices: the tubing was visually inspected for any tears or cracks on the tubing itself and on the attached connector parts. Furthermore a flow test and a p-cap connector vent test were performed. The membrane in the p-cap connector was humid and the sample also failed the p-cap connector vent test. Unused devices: the 2 unused samples were tested as the used device. Both samples were within specifications. Reference samples: the reference material was tested and one sample was found to have a humid membrane in the p-cap connector. The sample also failed the p-cap connector vent test. The remaining 9 samples were found to be within specifications. A review of the relevant device history records and a search for relevant deviations or similar complaints related to the specific device resulted in no similar complaints for the involved lot number 8200804. No relevant deviations during manufacturing were recorded.